Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time

Event description:
It was reported that during a lap hysterectomy procedure the surgeon was coring out the uterus using a back scrolling techniques and noticed the active blade was bent. When she removed the blade through the trocar the active blade broke off outside of the patient. They did an x-ray due to they then could not locate the blade tip. The surgeon is confident it is not in the patient. They completed the procedure with a new like device. There was no patient consequence reported. (B)(6).

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was further reported that the distance between the first two stents implanted at the index procedure was 28mm. Per the site, the distal stent deployment is what caused the proximal edge tear. The filling defect that occurred was near the center of the third stent, the 3.0x32mm taxus liberte. This filling defect was also associated with the location of the second diagonal that had been jailed following deployment of the third stent. According to the site, the filling defect only involved the third stent.